Event description:
The customer reported via phone call that she fell due to a blood glucose level of 55 mg/dl and paramedics were called. The customer stated that she may have broken her shoulder. Customer also stated that the insulin pump had a motor error alarm. Blood glucose level at the time of the call was over 300 mg/dl, which the customer treated with a manual injection. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.